Manufacturer narrative:
Nuvasive reference: (B)(4). Radiographs confirmed the event. The device has returned. No further investigation can be completed at this time. No root cause has been determined. Review of the device history records notes no material non-conformances or manufacturing errors that may hae caused or contributed to this mode of failure.

Event description:
On (B)(6) 2013, dr. (B)(6) implanted a pcm device into a (B)(6) year old female at c5-6. The pcm device migrated anteriorly. The patient experienced dysphagia. The patient was revised on (B)(6) 2014. Patient's bone quality, activity level and compliance with post-surgical instructions are unknown.